Event description:
It was reported that an infusor had a reservoir rupture during filling. The device was being filled manually via syringe. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of the device determined that the bladder ruptured in a non-footed position. The reservoir was also microscopically examined and markings were detected on the interior surface of the reservoir, near the rupture line. However, the cause of this condition could not be determined. No other observations were noted on the unit.